Event description:
Patient called in due to a recall letter she received. Patient is not experiencing any adverse affects from the device. Recall # is z-1116-2025. Patient states that the letter specifies: speed control dial is having uncontrollable behavior. The control motor dial that controls the speed of the wheelchair is experiencing involuntary movements when not directed or shutoff. The wheelchair is not stopping when it is supposed to stop. Recall info goes as follows: https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfres/res.cfm?ID=215322.